Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was programmed with test guardian 3 link and a test plug. The pump communicated properly with the sensor. The display showed the calibrate your sensor alarm properly after completion of the warm up. Pump calibrated to the programmed test value, 135 mg/dl and 136 mg/dl, properly and displayed correctly on the display graph. Pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 130 mg/dl, properly after completion of the auto mode warm up. Pump sensor feature and auto mode connection are working properly. No sensor related errors or anomalies were noted. Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer's mother reported via phone call that customer's insulin pump was damaged. Customer stated the top of the reservoir compartment and the o-ring broke. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer stated the reservoir still locks in place. Customer's parent also reported that they we unable to enter into auto mode. Customer completed troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.